Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was one to two months prior to the report and the patient reported a sudden loss of stimulation and sudden loss of therapeutic effect. The last successful recharging session was one to two months prior to the report. The patient last tried to charge about two weeks prior to the report and was unable to get it to charge. The patient went to see her healthcare provider (hcp) they day prior to the report who told her she needed to meet with a manufacturer¿s representative (rep) to have the ins checked. The patient met with the rep. On (B)(6) 2014, it was noted that patient had to order a new implantable neurostimulator recharger (insr) since the patient could not find the one she originally had; as a result the patient let the battery drain down. The clinician programmer was used which had no response from the ins after repositioning. The insr had a reposition antenna screen when she tried a normal charge. The antenna locate feature was tried several times and was getting a good connection from 82 up to 8,8 but when a normal charge was tried it would go back to the circle with the I and reposition antenna screen. The patient programmer was unable to be tried because it needed batteries. It was noted the patient usually charged one time every two weeks when she was charging. A first overdischarge was confirmed and a physician mode recharge (pmr) was performed, but did not successfully reset the device; the cause of the issue was undetermined. The patient was going to contact her hcp. Additional information was received that stated the patient was currently scheduled to have the battery replaced, but the date was unknown at the time of the report. It was later noted it was unknown if this was the patient¿s third overdischarge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v409771, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v167389, implanted: (B)(6) 2010, product type: lead. Product ID: 399960, lot# v031500, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's first ins was replaced because it completely died because they moved and lost their charging equipment. No further complications were reported or anticipated.

Event description:
Additional information received reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) at 1:30. The patient was seen at their post-operative appointment and was receiving effective therapy.